Manufacturer narrative:
The report indicates that the device sample is not available for investigation. The manufacturer will continue to monitor and trend related complaints.

Event description:
Alleged event: the surgeon was not able to fire a clip into the tissue. He loaded and unloaded the applier in an attempt to identify the issue. He fired a clip outside the pt's body and discovered that the two sides of the applier were not lining up correctly. The pt's condition was reported as fine.